Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lv lead dislodgement was observed during follow-up in clinic. Capture output was increased until lead repositioning procedure. Patient was stable.

Event description:
New information received notes that no procedure date is scheduled yet. The clinic has not been able to reach the patient. Patient is lost to follow up.